Event description:
Wear/chipping of uhmwpe material within a short time period of implantation.

Manufacturer narrative:
This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link sled endo-model, tibial component also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.